Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked for a procedure on (B)(6) 2021. It was reported that the device sterile packaging was cut while opening the box, therefore compromising the sterility of the device, which was confirmed via a photo submitted by the customer. There was no patient or procedure involved.